Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the reported event could not be confirmed nor reproduced during testing of the returned centrimag 1st gen primary console (sn (B)(6). The console was evaluated and tested by the service depot under work order #53830347. Upon receiving the unit, it was left to charge for a period of 24 hours. After the charge period, the console was connected to its associated complaint motor (sn (B)(6) and flow probe (sn (B)(6). The console was powered on and displayed a battery maintenance required alarm. Battery maintenance was then performed successfully. After the battery maintenance message was cleared, the console along with its associated complaint product ran for a period of several days. During the evaluation period the console worked as intended and the reported event could not be confirmed. Upon inspection of the interior of the console, three broken screw blocks were noticed. The root cause of these contact blocks being damaged could not be conclusively determined. This damage could not be correlated to the reported event and was noted to be an additional observation. Due to no more console housing availability the unit could not be repaired. The console was tested per the centrimag primary console service process and passed all functional tests. However, due to the damaged contact blocks the unit will be scrapped. The root cause of the reported event could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019 and placed on centrimag for right ventricular support. On (B)(6) 2019, an active alarm was heard with no message on the screen of the primary console. The display was black and there was no indicator of rpm and flow. The pump sounded like it was working. The patient was hemodynamically stable and there was no drop down of blood pressure or any other vital sign parameters. The primary console and motor were switched to the back-up. No additional information was provided.